Manufacturer narrative:
The battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Log files covering the reported event date were not available for analysis. Failure analysis of the returned device revealed that the battery passed visual examination and functional testing. During the maccor testing, the battery took 04:11:14.22 hours to discharge at 1 amp. The expected discharge of a fully charged battery is approximately 4 to 6 hours. As a result, the reported event could not be confirmed during bench testing; the battery performed as expected. Per the instructions for use (IFU): the controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. The IFU and patient manual also include a warning to keep spare, fully charged batteries and back up controller available at all time. Users are instructed to return any damaged components to heartware. Users are cautioned to charge depleted batteries within 24 hours to avoid permanent battery damage and to store batteries at room temperature. Any observed damage would be mitigated by the exchange of this component for another one. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
A report was received that a patient noted that one of his batteries was only lasting four hours. The site reported that there was no abnormal power switching associated with this event and there was no report of the patient charging his batteries before they were fully depleted. The battery was exchanged with no reported patient consequence.